Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(6), h3, h6) software analysis determined that the user tried to delete patients and it resulted in errors. This issue was consistent with a known software issue. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during planned maintenance. It was reported that while deleting 2021 patients from the system, some patient could not be deleted. Once the patient was selected, there was no scan information or snapshots, and the patient could not be deleted once "delete" was selected. The manufacturer representative was able to delete most patients without problem. There was no patient involvement.